Manufacturer narrative:
(B)(4). Method: actual device evaluated, result: wear problem. Conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017. Inspection of the device was performed on (B)(6) 2018 where the quality control inspector found the following: insertion tube severe crush at stage 1, failed wet leak test, segment crushed, umbilical cable dent, ocular assy severe discoloration, failed dry leak test, customer complaint confirmed, bending rubber pinhole, suction arm loose, umbilical cable single mild discoloration, bending rubber leak at middle section, coherent fiber bundle many broken fibers. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2018. Parts replaced: o-rings and seals, distal end assy with cfb, insertion flex tube w/seg pb-free, distal attaching pin, bending rubber, segment steel braid, screen mask.